Event description:
It was reported that black spots were found with the seldinger prior to use. It was stated the device was discarded. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regr1388 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regr1388) have been reported from the same facility in china.